Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2208-50 serial #: (B)(4) description: st linear lead 50cm model #: sc-3138-35 serial #: (B)(4) description: scs phiii ext 35cm.

Event description:
A report was received that the patient's ipg would not turn on. The physician believed that the ipg was "broken". The patient underwent an explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's ipg would not turn on. The physician believed that the ipg was "broken". The patient underwent an explant procedure.